Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported table lost all functions. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "lost all functions " couldn¿t confirmed during the inspection. The table was working with no issues. The affected product was inspected by a technician. No issues were found. The table functioned as intended. For this reason, component-related failure can be ruled out. Based on this, not further actions are required.

Event description:
Customer reported table lost all functions. This report was filed in our complaint handling system as complaint # (B)(4).